Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 340 mg/dl. The customer was treated with manual injection. The customer stated that the case is cracked. The customer stated that the drive support cap is flush. The customer was advised that the causes of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.